Event description:
The nurses noticed that the patient's propofol which was connected at the most distal port was going towards the pump (backwards). They then noticed a puddle of fluid on the floor. When they opened the pump, they noted a large hole in the tubing where the soft pump tubing attaches to the most proximal blue plastic piece. The tubing was replaced. Tubing was sent to biomed for inspection. Biomed confirmed the pump was working properly and the problem was with the tubing set.device #1is this a laboratory device or laboratory test?no.